Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the g5 mobile application was not vibrating for alerts. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of the g5 mobile application not vibrating for alerts could not be confirmed via data. A root cause could not be determined.